Event description:
End user reports while occupying the unsecured motorized wheelchair without the use of a seat belt during transport in a motor vehicle, the motor vehicle stopped suddenly causing the end user to fall out of the unit. Allegedly, as a result of the incident the end user fractured his knee.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. End user states he was occupying the motorized wheelchair during a motor vehicle transport, without the unit being secured with a 4-point tie-down system and without the use of a seat belt. The hoveround owner's manual warns, "do not occupy your hoveround mpv4 while it is being transported within a motor vehicle," "secure your mpv4 to the motor vehicle with an approved four point tie-down system" and "always use the seat belt."